Event description:
While using a byte night aligners, patient reported they had seen their dentist who advised them to stop aligner treatment. Their dentist informed them their bite is misaligned, causing health issues and their back and wisdom teeth are not being addressed in the alignment treatment. There will not be any improvement in this area. Letter of recommendation requested.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.